Event description:
It was reported that during percutaneous renal artery angioplasty, the sheath being used to guide the balloon catheter and stent became kinked and lodged in the renal artery. Surgical removal of the sheath was performed. There were no additional complications.